Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing upon powering on, the device displayed "system fault 36" and system fault 37" messages. The complainant alleged that the unit was turned off and could not power back on. Complainant indicated that there was no pt involvement in the reported malfunction.